Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
As reported: "event occurred in the operating room. The surgeon forgot to remove the femoral and tibial checkpoints from his first patient on (B)(6) 2018 before closing the skin. The [surgeon] remembered when closing the second patient on (B)(6) 2018 that he may have "forgot" to remove the checkpoints from the previous patient. An x-ray confirmed that the two checkpoints remained in, and the first patient was immediately taken back to the operating room from post-op that same day in order to have them removed". Post op x-rays are not available. They do not want to release them to me.

Manufacturer narrative:
Reported event: it was reported that as reported: "event occurred in the or. The surgeon forgot to remove the femoral and tibial checkpoints from his first patient on (B)(6) 2018 before closing the skin. The [surgeon] remembered when closing the second patient on (B)(6) 2018 that he may have forgot to remove the checkpoints from the previous patient. An x-ray confirmed that the two checkpoints remained in, and the first patient was immediately taken back to the or from post-op that same day in order to have them removed". Post op x-rays are not available. They do not want to release them to me. Product evaluation and results: no device inspection could be completed as the product was not available for evaluation. Product history review: review of the product history records indicate 1000 devices were manufactured under lot no 05162018-1 and accepted into final stock on 05/31/2018. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 111645, lot number 05162018-1 shows no additional complaints related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
As reported: "event occurred in the or. The surgeon forgot to remove the femoral and tibial checkpoints from his first patient on (B)(6) 2018 before closing the skin. The [surgeon] remembered when closing the second patient on (B)(6) 2018 that he may have forgot to remove the checkpoints from the previous patient. An x-ray confirmed that the two checkpoints remained in, and the first patient was immediately taken back to the or from post-op that same day in order to have them removed".post op x-rays are not available. They do not want to release them to me.